Manufacturer narrative:
This event was reported by the bsc sales representative. The health care facility is: (B)(6), hospital, (B)(6). Imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the clip could not be deployed. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.